Event description:
IT WAS REPORTED THAT DURING USE OF THE CARDIOSAVE INTRA-AORTIC BALLOON PUMP (IABP), THE ERROR MESSAGE ¿MAINTENANCE REQUIRED¿ APPEARED ON THE SCREEN. THERE WAS PATIENT INVOLVEMENT BUT NO HARM REPORTED. A GETINGE FIELD SERVICE ENGINEER WAS DISPATCHED TO EVALUATE THE UNIT. THE FSE FOUND FAULTS # 78 (EXEC UI BRIDGE SENDER FAILED WDT) AND FAULT # 79 (VIDEO HEARTBEAT LOST) IN THE LOGS. BECAUSE THE ISSUE WAS AN INTERNAL COMMUNICATION ERROR, THE CONNECTORS ASSOCIATED WITH THE EXECUTIVE PROCESSOR BOARD AND THE VIDEO GENERATOR BOARD WERE CLEANED AS A PRECAUTION AS WELL AS SOFTWARE VERSION D.01 WAS RELOADED. AFTER ALL WORK WAS COMPLETED, OPERATIONAL CHECKS WERE PERFORMED IN ACCORDANCE WITH THE INSPECTION RECORD SHEET, AND IT WAS CONFIRMED THAT THE DEVICE WAS OPERATING PROPERLY AND SATISFACTORILY AT THE PRESENT TIME.

Event description:
It was reported by customer that during use of the CARDIOSAVE Intra-Aortic Balloon Pump (IABP), the error message ¿Maintenance required¿ appeared on the screen. There was patient involvement but no harm reported.

Manufacturer narrative:
EVENT SITE NAME(b)(6). EVENT SITE POSTAL CODE(b)(6).

Manufacturer narrative:
Updated Fields:B4,B5,B6,B7,D10,G3,G6,H2,H6(Type of investigation, investigation findings, component code, conclusion), H11.Corrected Fields:E2,G2,G7,H6(Problem code). A GETINGE field service engineer was dispatched to evaluate the unit. The FSE found faults Fault 78 (Exec UI Bridge Sender failed WDT) and Fault 79 (Video HeartBeat Lost) in the logs. Because the issue was an internal communication error, the connectors associated with the Executive Processor Board and the Video Generator Board were cleaned as a precaution as well as software version D.01 was reloaded. After all work was completed, operational checks were performed in accordance with the inspection record sheet, and it was confirmed that the device was operating properly and satisfactorily at the present time.